Manufacturer narrative:
Alleged failure: insulation compromised. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be user misuse, excessive force, or improper sterilization methods. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Gtin:(B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.